Event description:
It was reported that the patient experienced a pericardial effusion due to either the right ventricular (rv) or right atrial (ra) lead perforation. The physician could not determine which lead caused the perforation so both leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).